Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable passed weight, safety, and eit. Returned monitor passed isl and failed eit. Engineering evaluated the returned monitor and observed the monitor is functionally normally but had failed initial evaluation test due to issue unrelated to the complaint. Will continue to trend for future occurrences.

Event description:
Service error code was received on the customer support helpline queue. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.